Manufacturer narrative:
Complaint coding, specifically impact coding, was revised to better reflect the reported event. As a result, the h6 health effect¿clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event. Note: investigation type, findings and conclusion remain unchanged as previously reported.

Event description:
Impella cp placed with a noted small hematoma during sheath exchange prior to impella placement. While on support there was hemolysis noted despite being in the correct position and there was air noted in line and de aired multiple times before csc suggested swapping purge cassette which subsequently resolved the purge issues. There was no noted disruption of hemodynamic support or changes in patient hemodynamics during the exchange.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: priming problem: the cause of the priming problem issue could not be determined due to no product returned, inconclusive data log review, and insufficient clinical details.